Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could be duplicated. The software was re-installed and the cine drive was reformatted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the images on the 9800 system had mixed up information. No patient injury was reported.